Manufacturer narrative:
(B)(4). G2: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the shims were missing the locking mechanism. Found during tray inspection. No patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned products identified that the products exhibit signs of use (scratches, scuffs) and one set of the ball bearings and springs are disassembled/missing (disassembled ball bearings and springs are not returned). Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history identified no additional similar complaints for the reported item and lot combination. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The event is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.